Event description:
It was reported that during a scheduled review of remote home monitoring data, stored electrogram (egm) for atrial tachy response (atr) events showed evidence of possible loss of capture (loc) on the left ventricular (lv) lead. The lv pacing output was noted to be programmed to a fixed value of 2.2 volts. It was reported that the patient has not been seen in-clinic for 2 years 5 months. Technical services (ts) recommended further evaluation of lv threshold measurements in-clinic. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.